Manufacturer narrative:
The investigation into the reported issue has been completed. Data confirmed about 1.5 hours since the pump started pump was in aorta area. Pump level then was down to p-0 to the rest of the case. Product and data were not returned for review. Based on clinical description, the root cause of positioning issue was due to use issue. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. There were noted positioning issues. The patient was switched to venoarterial membrane oxygenation. No patient harm was reported.